Event description:
Procedure: whipple. According to the reporter: the staple cartridge locked on tissue and had to be removed with another staple cartridge on pt side of the specimen. The specimen was removed with another staple cartridge resulting in unanticipated tissue loss.

Manufacturer narrative:
(B)(4).